Event description:
Pt having an elective cardioversion using multifunction pads-monitor leads (cardiotronics) and pacer/defibrillator (zoll). Pacer-defibrillator charged to 200 and would not discharge a shock. Paddles used to do elective cardioversion since pads did not work-screen read "electrodes not in" when in fact they were in place.